Event description:
It was reported that during a da vinci si cystectomy procedure that the fenestrated bipolar forceps instrument would not cauterize. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported complaint that the instrument would not cauterize. The instrument passed an electrical continuity test, and was able to perform cautery functions on the system with no trouble found; however, the instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. The frayed segment was approximately 0.03 in length. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.